Manufacturer narrative:
Additional information was received on 10dec2025: the procedure performed prior to us of the angio-seal was percutaneous coronary intervention (pci). The procedure sheath size used was 7 french. A pre-deployment angiogram was performed. Partial hemostasis was achieved with a hematoma; however, it did not have any hemodynamic compromise. Blood loss was less than 250cc. The patient was in stable condition. No concomitant medical products were used with the angio-seal. This report is being submitted as follow up no. 1 to provide additional information to sections a2: date of birth & age, a4: weight, b5, and an update to b3: date of event. The device return date is being provided in section d9.

Event description:
Additional information was received on 10dec2025: the procedure performed prior to us of the angio-seal was percutaneous coronary intervention (pci). The procedure sheath size used was 7 french. A pre-deployment angiogram was performed. Partial hemostasis was achieved with a hematoma; however, it did not have any hemodynamic compromise. Blood loss was less than 250cc. The patient was in stable condition. No concomitant medical products were used with the angio-seal.

Event description:
Terumo medical corporation received the reported information. The angio-seal snapped during insertion. The event occurred during use on patient/during placement. There was no injury to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: consumables stock controller. E2: health professional: unknown. E3: occupation: consumables stock controller. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor, suture, and collagen were not present in the device. The carrier tube hub was opened, and the suture was not present and had been fully disconnected from the device. The sample was returned for evaluation, and it was noted that the suture was fully detached from the carrier tube. An investigation was performed by the manufacturing facility, but no root cause attributable to the manufacturing process was identified. As a result, the complaint could be confirmed for a detached suture. The exact root cause could not be determined. The likely cause could not be determined with the information provided. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).